Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is october 14, 1998.

Event description:
Boston scientific received information that this product was part of a system was a part of an infection, and a revision was scheduled.. There were no additional adverse effects reported. A revision took place and this system was explanted. No further adverse patient effects were reported.